Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult or delayed web detachment as potential complications associated with use of the device.

Event description:
It was reported that, a web device was deployed however, it did not detach. It was decided to remove it. At the time of removal, the web coupler broke and the web migrated into the a2 artery. It was impossible to remove this web in the a2 with a goose-neck tool. Additional information indicated the patient left the clinic on (B)(6) 2024 for a rehabilitation center. The patient is reported to have paresis in her left leg. The patient walks, but with difficultly. The patient is scheduled for a month of rehabilitation.